Event description:
It was reported that the video system center had no image when using multiple 180 endoscopes. The issue occurred during preparation for use for an unspecified procedure. The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d9. Additional information added to field d8, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The olympus field service engineer (fse) performed an on-site visit to the facility. The fse inspected the unit and confirmed the problem it is likely the reportable event occurred due to failure of the video board. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.